Manufacturer narrative:
The device was returned to the supplier for evaluation where product investigation revealed that the complaint for unit shutting off was confirmed. The results of the investigation indicated that the camera head failed due to fluid ingress into the unit. The protective cap on the ccu-plug was not securely closed. This issue can be attributed to user error. No manufacturing related defects were observed and no further investigation is required. (B)(4).

Event description:
It was reported that during the case the unit shut off and everything went blank. They had to use a back up to continue.